Event description:
Upon assessment of patient blood noted on pad under patient. La line noted to be "cracked/broken/disconnected". The tip of the catheter was noted to be broken off in the trifuse. (See actual trifuse that was saved). A md was called to the bedside immediately and a sterile gauze, kelly clamp and tegaderm was placed. Cardiac surgery was called immediately by the md while he was at the bedside.